Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and surgical approach for initial procedure when tvt abbrevo was implanted? Were any concomitant procedures performed? Other relevant patient comorbidities/concomitant medications? Onset, location and character of the pain? What medical intervention was given for the pain management? Results? Onset, location and source or triggering event of bleeding? Estimated blood loss? Was any abnormality of the device noted prior to, during or after the procedure? Date, indication and surgical findings of mesh removal procedure? What is physician¿s opinion as to the etiology of or contributing factors to these events (pain and bleeding)? What is the patient's current status? Were the pain and bleeding resolved? Product code and lot number of tvt abbrevo?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain and bleeding and the removal of mesh was performed. Additional information has been requested.